Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient believes their system is failing and they need it checked asap. Patient said they have had the leads for 13 years; patient services (pss)  noted the implant was replaced (B)(6) 2018 which pt verified. Patient says they are having power surges. Patient states that they are having new pain and old pain reoccurring. Pt reported their legs are starting to hurt again. Patient is requesting that device be checked. Pt added that they are in the process right now of having nerves burned from medial branch blocks that are not working. Pt then said they believe the leads / stimulator is not working. Patient says they got covid for the second time back in (B)(6) and the pain started on (B)(6) 2018 when they were diagnosed. Pt described it was a minor pain under their right shoulder blade and literally every day since (B)(6) 2018 the pain has gotten worse. Patient says they have been going to a rheumatologist for ankylosing spondylitis (as). Pt reports that this is their third stimulator so they are no stranger to pain / nerve & joint pain. Pt says this is not their first rodeo and they have been to the rheumatologist, ER, myelogram to find out what is going on but the pain is getting worse and worse and worse. Patient says it is like the leads are failing one by one. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient reporting they saw a rep last week and they changed their settings, but they are not working and they wanted to talk to the rep they met with. An email was sent out to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.